Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and functional inspections were performed on the returned device, and the reported leak or continuous bubbles were unable to be confirmed as the device held pressure and was deflated without any leaks or bubbles noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents reported for this lot. The investigation was unable to determine a conclusive cause for the reported leak during preparation as the device held pressure and was deflated without any leaks or bubbles noted. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 6.0x20mm viatrac plus balloon dilatation catheter, when pulling negative, continuous air bubbles were noted. The device was not used in the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.